Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-january 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-january 2015 in cataract surgery patients who received restor iols in various clinics in japan. We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor multifocal iols manufactured specifically for the japan market and advising surgeons in japan whose clinics have inventory of restor iols to stop using these iols. Evaluation summary: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
An ophthalmologist reported postoperative inflammation one year following an intraocular lens (iol) implant procedure. The patient was treated with medication. A decrease in vision was reported after discontinuing the drops. Medication was then restarted to treat the symptoms. The lens remains implanted.